Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and found the compressor outlet filter to be loose. The outlet filter was retightened and the ventilator passed self-testing.

Event description:
It was reported that, during patient use, the ventilator's compressor was inoperable. There was no harm to the patient as a result of the event.